Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported, a left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported events deflation was received on sep 30, 2024 with lot number 3050431. Based on the product analysis performed, the assessments of the complaints are: deflation: observed, 1 opening assessed, as surgical damage. As per the investigation procedure: creases and wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.